Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had had urinary symptoms since they were implanted on (B)(6) 2017. They were unsure if the symptoms had been reduced by 50% and wasn¿t sure what settings they should have on the programmer. They also reported that, since the implant, they would have stimulation in their legs at night. They were at 1.7 and would sometimes feel stimulation on their leg. After changing from program 1 to program 2 at 0.7, they could feel stimulation in the vaginal area. They were going to see if increasing the settings would help their symptoms. There were no further complications reported or anticipated. Patient responded to a letter and think the circumstances that led to stimulation being in the leg at night was there was a change in their device programming; the issue has since been resolved. No further patient complications have been reported as a result of this event. Additional information was received from the patient. They reported that the reason for the call was to report they were unsure if the ins battery was depleted or if it was working. They reported the device had not been controlling their symptoms for the past few years. They later clarified it had not worked since the implant date. They did not believe they had ever gotten a 50% or greater symptom reduction. They denied feeling stimulation. They were on program 4 and increased therapy strength, and reported they felt stimulation in their right leg. The patient switched to program 1 and reported feeling stimulation in the hamstring of their right leg. They switched to program 2 and confirmed stimulation was in the bicycle seat area and comfortable. They would maintain the stimulation level and continue to track symptoms. They were redirected to their doctor if the issue persisted.

Manufacturer narrative:
H6 correction: addition of fdd: a090402 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.